Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the device replacement a left ventricular (lv) lead replacement was scheduled due to out of range pacing impedance measurements and high pacing thresholds. No asystole for greater than 2 seconds was noted, but adequate pacing was not provided by the lv lead. The lv lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided noted that the device was discarded and will not be returned.